Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as itchy and red skin under the therapy electrodes. The patient consulted a medical professional who recommended to clean the affected area with alcohol. Follow-up indicated that the irritation was still present.